Event description:
It was observed that during the device evaluation, the resection sheath ceramic tip was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress related component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to field h9. This report is being submitted to correct information that was inadvertently included in previous report. The field h9 was completed in error and should have been left blank.

Event description:
No additional information was received from the customer.